Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause skin irritation at the infusion site or pain during insertion. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The investigation located a hole in the unexposed portion of the soft cannula. When the fluid path was manually occluded, fluid was observed diverting through the hole. This hole caused fluid to accumulate in the pod and resulted in the observed corrosion on the battery stack. Due to the corrosion, no device data could be retrieved.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site chemical burn and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the pod had caused a chemical burn while wearing the device between 4 and 24 hours. The patient's mother stated the pod looked like it may have been burnt due to noting the pod looked black on the inside. The patient was taken to an urgent care where the site was cleaned and triple antibiotic cream (over the counter) was applied. It should also be noted that the patient's blood glucose levels reached 500 mg/dl. When removed from the infusion site the cannula was found to be bent. The patient will continue to apply the cream